Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2011 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number:sc-2218-50, serial number: (B)(4), batch/lot number: 218883, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was explanted for unknown reason. No further information could be obtained.